Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast mass, breast pain, pain, malposition, visibility/palpability

Event description:
Patient reported "lumpy", "disportioned", "painful" and "aren't sitting right". Later healthcare professional reported "nodules", "pain" and "lower pole". Later patient reported "lumps", "so hard", "hurt", "pain", "tight", "hard as a rock", "little bit softer after massaging" and "nodules down at the bottom and at the top". This record is for the left side. Device was explanted and replaced. It is unknown if device will be returned. Patient received massages.